Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device for 72 hours or longer. The site had pus coming out and lumps visible. The patient went to their doctor, but did not receive any treatment or prescription. The doctor only advised to clean the (insertion site) well before applying any pod. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.